Event description:
On 10/20/2023, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and ar-9676 angled reamer drive shaft had an issue. The inner shaft could not spin freely of the outer shaft; both instruments are bound together. The case was completed successfully, and the devices were non-operational after use. This was discovered during an unspecified procedure on 10/18/2023, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Functional testing was performed and found that the returned ar-9676 angled reamer shaft gets stuck inside the ar-9597-10 and cannot be moved freely. Visual evaluation noted that the ar-9676 is stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to use error. Refer to the investigation photos.